Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 20-apr-2022, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "hh main drawer 6.1 not detected on bus" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that hh main drawer 6.1 was not detected on the bus, and the bus indicator light on the controller board was off. The fse replaced the retractor band and rebooted the device, after which all controller boards powered on correctly. Diagnostic tools were then used to further troubleshoot the device. Following the reboot, the customer was able to successfully use the device without any additional issues. During dchu visual inspection: pn 353844-01: the unit revealed copper strands with signs of thermal damage with black marks. No fluid ingress, loose components or other anomalies were observed. During dchu testing: pn 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height main drawer 6 not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the copper strands with black marks. There were no adverse events or injuries reported based on this event.